Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the touchscreen was delayed in responding to touch. There was no adverse impact to the customer¿s blood glucose level. The pump was reset to resolve both of the reported issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned